Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.